Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered six shocks as inappropriate therapy due to t-wave oversensing, with the patient having a wide morphology. Technical services (ts) was consulted and discussed stored episodes was well as available programming options. Additionally, ts noted some noisy signals. This electrode remains in service. No adverse patient effects were reported.